Event description:
A tandem mobi cartridge alarm was reported, which occurred during the load process. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support confirmed a cartridge alarm 30 and arranged for a replacement pump to be sent. The customer was instructed to put the old pump into storage mode, use the pre-paid label for returning it, and continue using the current pump as backup therapy. The customer understood all instructions provided by technical support.